Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) observed drawer 1.2 was not sliding out all the way. Fse turned off the station, removed the drawer, and cleaned the slide rails to allow them to slide properly. Fse ran the hardware test application (hta), and everything worked as normal. Proactive check was conducted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed to open, and multiple recovery attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.